Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included ibuprofen, naproxen, paracetamol (tylenol), sulfamethoxazole;trimethoprim (mortin) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), nausea ("nausea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("allergic or hypersensitivity reaction: nickel"), rash ("rash/skin condition"), skin disorder ("skin condition"), psychological trauma ("psych injury"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, allergy to metals, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, nausea, alopecia, weight increased, female sexual dysfunction, fatigue and back pain outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, migraine, vaginal haemorrhage, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, pelvic/abdominal pain,menorrhagia, migration, fallopian tubes perforation, bladder problems, urinary problems,migraine, nausea, hair loss, weight gain essure implants were placed without difficulty with 6 coils resting in the intrauterine cavity on the right and 3 on the left most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received events "abnormal bleeding (vaginal), allergic or hypersensitivity reaction: nickel, apareunia, fatigue, headache, lower abdomen pain, lower back pain" were added. Concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, migraine, nausea, alopecia and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, pelvic/abdominal pain,menorrhagia, migration, fallopian tubes perforation, bladder problems, urinary problems,migraine, nausea, hair loss, weight gain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event injury was updated to new events essure migration, fallopian tube perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash, skin condition, psych injury, bladder problems, urinary problems, migraine, nausea, hair loss, weight gain, patient did not underwent essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.